Manufacturer narrative:
Concomitant product/s: sigphandle sig power sigphandle handle serial #:(B)(4) unk-sigadapt unknown signia egia adapter serial #:unknown sigpshell sig power sigpshell control shell lot #:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the powered stapler would not retract. After a reboot of the handle, the blade retracted and was able to be removed. A master reset was done and the stapler reset to resolve the issue in order to complete the case. There was no patient injury.